Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer, and identified the failure mode as a defective reference valve. The fse replaced the reference valve to resolve the issue. Age/date of birth, weight, ethnicity: unknown/not provided. The beckman coulter internal identifier is case (B)(4).

Event description:
The customer reported the generation of erratic ion selective electrode (ise) patient results on their au5800 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.